Event description:
It was reported that during a high blood glucose episode, the patient stated she entered a meal to prompt insulin delivery as a correction, and the agent provided education on why using meal announcements as a correction is unsafe. Symptoms included hyperglycemia. Outcomes included no alarms and no need for emergency care or hospitalization. Investigation included troubleshooting and user education regarding appropriate use of meal announcements and correction strategies. Investigation of this case revealed user technique error, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of meal announcements for correction rather than a device malfunction.